Event description:
The dr had difficulty passing the iab up the aorta. The iab was inserted into the pt on 4/7/95. On 4/8/95 after iabp for 16 hrs, the iab leaked. Blood was noted in the tubing. The iab was removed & a second was inserted into the pt. The iab was discarded by the facility & was not returned to co for evaluation. The pt had a embolectomy-reported 4/10/95.device labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.